Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart and power off. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they were able to clear the alarm and able to complete rewind but alarm reoccurred after battery change. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge/battery less than expected anomaly, a21, a17 and no unexpected battery power loss anomaly noted during test.